Manufacturer narrative:
The device was received and evaluation was completed. The device history review was completed and revealed no findings that could have contributed to the current complaint. Vent. Visual inspection was performed and evaluation could only verify through observation, the reported symptom of "stuck batt pins". Five of eight battery contact pins were found to be depressed affecting dc operation. Physical inspection found evidence of fluid residue on the battery pins causing pins to stay depressed. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had damaged/stuck battery pins. Any patient involvement, injury or medical intervention is unknown. No additional information is available.